Event description:
It was reported that all keypad buttons were unresponsive. There is no additional information available about this complaint.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. The keypad buttons were found not to click back and spring back normally. There was a hole found in the audio bolus button and the button was difficult to press. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).